Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and root cause could not be determined. Batch review performed: this lot was manufactured with satisfactory results in the visual and functional evaluations. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report from baxter (B)(4) of an injection site that came off at the start of use. No patient injury or medical intervention occurred. No additional information is available.